Manufacturer narrative:
Please see report on inform system 2.

Event description:
Customer reported meter results of 106 mg/dl on inform system 1 and 63 mg/dl within 10 minutes on inform system 2. Customer reported no pt symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.